Event description:
On (B)(6) 2011, the pt underwent a procedure using gore tag thoracic endoprosthesis to treat the thoracic aortic aneurysm. On the same day, the pt was confirmed with cerebral infarct. Rehabilitation was started. On (B)(6) 2011, the pt was released from the hospital. A complication (unk) was confirmed and the rehabilitation continued at the time of the release. Further info was requested.

Manufacturer narrative:
Further info was requested. A review of the mfg records for the device is being conducted. Also was implanted (B)(4).